Event description:
It was reported that revision surgery was performed due to a confirmed infection. Tibia and femur were loose. Components removed, antibiotic spacer put in. The device was implanted without cement.